Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during an implant procedure, the right atrial lead was repositioned several times in order to obtain ideal sensing. Poor sensing was continually observed. The stylet was placed in the lead and difficulty inserting the stylet noted. The lead was removed and replaced. The sensing anomaly was determined to be due to the patient's anatomy. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.